Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, a crease fold, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located) and wear abrasion. A leak test was performed and found an opening on the device. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.